Manufacturer narrative:
Results - bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had anti-coagulant with an abnormal appearance. No injury or medical intervention reported.